Event description:
It was reported by the user site that during a affirm prone biopsy system 3d procedure on (B)(6) 2025, the stage arm of the device became loose and resulted in the uncommanded release of the needle inserted in the patient. The onsite technologist had to hold the stage arm steady while the doctor removed the needle from the patient. The user site reported that afterwards, the technologist was able to swivel the stage arm until it caught firmly into detent. The user site reported that this event has happened numerous times in the past but were unsure if the root cause was the same as previous incidents. No patient or user injury was reported, and the biopsy was able to be completed. A hologic field service engineer (fse) was dispatched to examine the device. The fse ran a system check of the device to troubleshoot the issue, tried to move the stage arm at several angles but was unable to duplicate the issue. The fse noticed proper lock movement at 0, 90 and -90 degrees and collected logs to send to hologic technical support for evaluation. The fse examine the device during a follow up appointment and completed motor current frequency readings and adjustments for the device. The fse completed detent calibration and verified that the system stage arm was now holding firm in place. The fse verified that the system is now operating according to manufacturer specifications. No further information is currently available.